Event description:
Following a pacemaker replacement procedure, pacing failure was reported relative to the subject device. The physician reported that there were no irregularities associated to the lead measurements or to the lead connection to the pacemaker. No abnormality was found at the post-implant check. However, during a treatment to stop the bleeding relative to a temporary catheter, pacing failure was indicated. The pacemaker was immediately checked revealing unstable threshold and lead impedance values (400-900ohms). In unipolar configuration, lead impedance measured by the device was over 3000 ohms. The pacemaker pocket was opened and proper connection and lead measurements were confirmed but the pacing failure remained. The subject pacemaker was replaced resolving the pacing issue.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.